Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24026417. The feedback provided by the customer states that, "after connecting the needleless injection cap to the indwelling needle, connect the pre-filled flushing syringe, press the needle handle, but it cannot be pushed." Further information from the customer has stated that the reported defect was identified while flushing with saline solution when the connector was connected with lingyang syringe which was luer sliding connection. And the medication was stored in room temperature. Moreover, the customer has confirmed that no defects such as cracks, flashes, or kinks were found to the connector. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24026417 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve was occluded. The following information was provided by the initial reporter, translated from chinese to english: after the needle-free sealed infusion connector was connected to the indwelling needle, it was connected to the prefilled flushing syringe. The needle handle could not be pushed. The prefilled flushing syringe was replaced with an ordinary syringe, which also could not be pushed. After replacing a needle-free sealed infusion connector, it was used normally. This adverse event did not cause adverse reactions to the patient. Additional information received from the customer: please confirm the type of medication used. Answer: saline solution. Please confirm whether the medication was stored in the refrigerator. If so, was it brought to room temperature before use? Answer: stored at room temperature please confirm the brand and model of the connected product. Answer: lingyang syringe. Please check the device for any obvious defects such as cracks, flashes, or kinks. Answer: no obvious defects reported by the customer please check whether the connected product has a lure sliding connection or a lure lock connection. Answer: lure sliding connection please check whether the connector is connected with a cannula. Answer: no cannula used.